Manufacturer narrative:
Method: analysis of programming history.

Event description:
It was reported by a company that inadvertent programming due to interrupted system diagnostics resulted in a reset in settings. The event occurred on (B)(6) 2005 after a faulted system test and was corrected at the f/u visit on (B)(6) 2005. No pt adverse events were reported while the pt remained at unintended settings.